Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose reading was 119 mg/dl. Nothing further reported.